Event description:
Philips received a complaint by the respiratory director on the v60 (software version 3.10) indicating a device malfunction as a 1134 "blower stalled" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The respiratory director called technical support to report that a 1134 "blower stalled" alarm error message was displayed on the screen. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp was able to replicate the issue after discovering that the blower assembly, motor controller (mc) printed circuit board assembly (pcba), and central processing unit (cpu) pcba needed to be replaced. After installing the replacement blower, mc pcba, and cpu pcba for repair, the asp verified that the issue was resolved. The blower replacement indicates that the cause of the malfunction was due to a faulty blower that needed to be replaced for repair. The investigation concludes that no further action is required at this time.